Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. X-rays were provided and reviewed by a health care professional. Review found abnormal angulation of the femoral implant connector consistent with implant discontinuity and a cortical fracture of the distal femur. Bone quality is osteopenic. X-ray evaluation is limited due to the views provided and quality. The allegation of implant fracture was not able to be confirmed in the x-rays. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cp260601 - mod arhthro 5 deg lck collar - 658250. Cp260608 - mod arthro nl 3cm elip cnctr - 871520. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02546.

Event description:
It was reported that the patient underwent a revision surgery because the oss arthrodesis connector / coupler broke. X-rays also show a cortical fracture of the distal femur. It was reported that no further information is available.